Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life however there was a replace battery alarm observed due to a discharged battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. The pump case was found to be cracked. The current draws were within specification. A battery life issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).